Event description:
Bayer case number: (B)(4). Over the years, the pain intensified [pelvic pain female], I started to feel diffuse muscle pain and fatigue [muscle pain], I started to feel diffuse muscle pain and fatigue [fatigue], brain fog that became more and more bothersome in daily life [brain fog], fibromyalgia [fibromyalgia], long covid [long covid], I think I was "poisoned" over time by the material and probably by the tin [heavy metal poisoning]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 15-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("over the years, the pain intensified") in a 45-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2018 she experienced pelvic pain (seriousness criterion intervention required), myalgia ("I started to feel diffuse muscle pain and fatigue"), fatigue ("I started to feel diffuse muscle pain and fatigue"), brain fog ("brain fog that became more and more bothersome in daily life"), fibromyalgia ("fibromyalgia"), post-acute covid-19 syndrome ("long covid") and metal poisoning ("I think I was "poisoned" over time by the material and probably by the tin"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (to remove essure). In 2024, all of the events had resolved. The reporter considered brain fog, fatigue, fibromyalgia, metal poisoning, myalgia, pelvic pain and post-acute covid-19 syndrome to be related to essure administration. The reporter commented: my gynaecologist inserted essures in 2014. From 2018, I started to feel diffuse muscle pain and fatigue. Over the years, the pain intensified and was accompanied by brain fog that became more and more bothersome in daily life (I am a lawyer). After having ruled out any other possible cause (deficiency, fibromyalgia, long covid, etc.) With my doctor, I took the decision to remove the essures on (B)(6) 2023. I didn't have any improvement immediately, but from the summer of 2024 (about 8 months after removal), the pain gradually disappeared. I no longer have any and my mental clarity has returned. Comments "I am very cautious by nature and did not want to make a hasty connection between the essures, my pain and my "brain fog". However, the fact that my symptoms completely disappeared one year after removal (while they had intensified over the years) leads me to believe that the link exists I think I was "poisoned" over time by the material and probably by the tin (which seems to transform over time into organotin which is a neurotoxin) which in my opinion explains the very gradual appearance of my symptoms (4 years after the insertion) and their gradual disappearance (8 months after removal) the resist association provided me with documents useful for my reflection. I deeply regret that patients with essures were not contacted individually and provided with the chance to think about removal. Removal is not a completely harmless procedure but is a path which, in my opinion, must be seriously questioned. I would like to get answers one day on the mechanisms of essure "poisoning". I hope that my testimony will be useful to you and I remain at your disposal for any request for additional clarification. Patient's current status: current status very good. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Over the years, the pain intensified [pelvic pain female]. I started to feel diffuse muscle pain and fatigue [muscle pain]. I started to feel diffuse muscle pain and fatigue [fatigue]. Brain fog that became more and more bothersome in daily life [brain fog]. Fibromyalgia [fibromyalgia]. Long covid [long covid]. I think I was "poisoned" over time by the material and probably by the tin [heavy metal poisoning]. Case narrative: the below report was received by health authority (B)(6) (reference number: (B)(4)) on 15-jan-2025. The most recent information was received on 23-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("over the years, the pain intensified") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2014, the patient had essure inserted. In 2018 she experienced pelvic pain (seriousness criterion intervention required), myalgia ("I started to feel diffuse muscle pain and fatigue"), fatigue ("I started to feel diffuse muscle pain and fatigue"), brain fog ("brain fog that became more and more bothersome in daily life"), fibromyalgia ("fibromyalgia"), post-acute covid-19 syndrome ("long covid") and metal poisoning ("I think I was "poisoned" over time by the material and probably by the tin"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (to remove essure). In 2024, all of the events had resolved. The reporter considered brain fog, fatigue, fibromyalgia, metal poisoning, myalgia, pelvic pain and post-acute covid-19 syndrome to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jan-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.